Event description:
It was reported when the devices were used during a low anterior resection, the staples malformed. The first device fired no formed staples, and the second device formed "a couple of staples." The case was completed without pt consequence.